Event description:
It was reported that the head end jack was stuck elevated due to a loose release pedal. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.